Event description:
Customer alleged that the power cord is cut and the bare metal ground wire is exposed. They stated that there were no injuries and a patient was not in the bed. Customer stated they removed about a foot section of the damaged power cord (toward the board side of the cord) and then properly reconnected the cord to resolve this issue. Bed was returned to service.